Event description:
The following has been reported: biomed reported: nurse was infusing piperacillin/tazobactam and encountered multiple pump problem alarms. In order resume the infusion, the nurse moved the admin set to another ivenix pump to re-start the infusion. No patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.